Manufacturer narrative:
Investigation: visual inspection revealed that there were no nonconformities with the power supply. The device was tested with a reference extension cable and harvesting tool. The tool did not activate and the power supply led lights did not turn on. The device has been sent to the original equipment manufacturer for further testing. A supplemental report will be submitted if additional information is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview power supply would not turn on. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.